Manufacturer narrative:
Approximate age of device ¿ 2 years, 1 month. The evaluation of the returned modular cable, as well as a submitted photo, confirmed cosmetic damage to the outer jacket of the cable; however, a specific cause could not be conclusively determined through this investigation. Upon examination of the returned modular cable, a tan discoloration was observed of the polyurethane outer jacket. The controller connector bend relief showed a uniform, light-yellow discoloration while the inline connector bend relief showed a gradient, dark-yellow discoloration. Further examination of the modular cable revealed an area where the cable had stiffened and kinked. The polyurethane material appeared to have expanded causing it to bunch and overlap over the kink, approximately 8 inches from the controller connector. No tears were seen in the outer jacket; however, damage to the underlying armor layer was observed. The kevlar material had separated lengthwise at the location of the kink, exposing the bionate layer. No other damage was observed and despite a slight brown discoloration at the area of exposure, the bionate layer appeared unremarkable. The controller and inline connector pins appeared unremarkable; however, debris was noted within the threads of the inline connector locking nut. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed electrical testing without issue. The heartmate 3 instructions for use (IFU) and patient handbook contain information regarding caring for the driveline and instruct the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the modular cable showed bulges and overlapping. No alarms were reported and the patient was asymptomatic. The modular cable was exchanged. During the investigation of the returned modular cable, damage to the armor layer was found.